Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 2.9, 2nd inr = 1.6, 3rd inr = 2.1, mean = 2.2, sd = 0.66, %cv = 29.81. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. The last in-house therapeutic donor testing performed on reported lot 305773 on (B)(6) 2013 yielded the following results: donor (B)(6), inratio: 2.3, 2.0, 2.0, ref: 2.51, bias thresh: 1.51 - 3.51, %cv: 8.25; donor (B)(6), 2.6, 2.7, 2.9; 3.31; 2.31 - 4.31; 5.59. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As reviewed on 5/28/2013, 46 discrepant result complaints were reported for lot #305773 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. No corrective action at this time as no product deficiency was established.

Event description:
Caller alleged discrepant imprecision. Results are as follows: date: (B)(6) 2013, inratio: 2.9, repeat 1: 1.6, repeat 2: 2.1. All three tests performed within minimize of each other using different fingers. Pt's therapeutic range is 2.0 - 3.0.